Manufacturer narrative:
Specific patient information with regard to age, gender and weight was not provided by the office. Although the doctor identified two (2) different demi plus units associated with the sensitivity issues, the doctor could not verify which unit was used on any of the patients; therefore, no serial numbers were identified in this report. The units involved in the alleged incident include serial number (B)(4). The doctor removed the composite and placed zinc-oxide eugenol to calm the sensitivity for the patient. To date, the patient is doing fine. The devices involved in the alleged incidents have not been returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that multiple patients had experienced sensitivity after light curing the composite with demi plus. This is the fourth of five (5) reports.